Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 566 mg/dl, 159 mg/dl, 364 mg/dl, 180 mg/dl, 164 mg/dl, 165 mg/dl, and 217 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.